Event description:
The funeral home indicated that the patient was buried with the device. The cause of death was unknown. The patient suffered from hypertension and copd. The patient experienced seizure reduction with vns therapy.

Manufacturer narrative:
.

Event description:
It was reported that the vns patient passed away. The online obituary confirmed the date of death and that the patient passed away at the hospital. The cause of death is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.